Manufacturer narrative:
It was reported that the ventilator was buzzing and automatically shutting down. The patient was immediately given balloon assisted breathing to replace the ventilator. There was no dräger service involved, reportedly the equipment departments enginer found the main board to be faulty and replaced it which reportedly solved the issue. In case of a faulty main board with a subsequent vent fail, manual ventilation remains possibly as reported in this case. H3 other text : device not available for investigation, 3rd party service.

Event description:
It was reported that the ventilator was buzzing and automatically shutting down. The patient was immediately given balloon assisted breathing to replace the ventilator. No patient injury reported.